Event description:
It was reported that shaft break occurred. During introduction of a 1.20mm x 12mm emerge push balloon catheter into a non-bsc adaptor, it was noted that the shaft broke into two pieces. The device was replaced with a 1.20x15mm emerge push balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Patient identifier: (B)(6). Initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a complete separation 54.2cm distal from the strain relief. The hypotube fracture surface of the hypotube separation was ovaled indicating the hypotube was kinked prior to separation. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. During introduction of a 1.20mm x 12mm emerge push balloon catheter into a non-bsc adaptor, it was noted that the shaft broke into two pieces. The device was replaced with a 1.20x15mm emerge push balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was stable.